Event description:
After receiving new daily wear contacts and amo complete moisture plus solution, I started using the new solution. I could not tolerate the contacts and thought it was an issue with my eyes. They were dry, itching, burning and the soft contacts were extremely uncomfortable. My vision was blurry. I called the eye doctor and he recommended that I stop trying to wear the contacts, and I did. I have worn every type of contact lens since 1970 and never had any issue even with the old, hard lens. It was very odd that I could not tolerate a soft, daily wear lens. The irritation went away when I did not wear the lens and I have not worn them since 2007. I called the doctor and discussed with staff. They suggested that the problem was that my eyes were too dry for contacts. I did not agree but did not pursue any other lens or solutions. I still have some blurred vision occasionally but did not attribute it to the contacts or solutions until I heard the news story. I will follow-up with eye doctor. Dose or amount: as needed. Dates of use: twenty six days in 2007. Diagnosis or reason for use: wetting solution for contacts. Event abated after use stopped: yes.